Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the stretch resistant wire (sr wire) was fractured and the embolization coil was damaged and tangled with a piece of another manufacturer's sheath; the proximal constraint sphere was inside the distal detachment tip (ddt). Conclusions: evaluation of the returned device revealed that the ruby coil sr wire was fractured. This type of damage likely occurs due to improper handling during use. If the device is forcefully retracted against resistance, the sr wire may fracture, and will cause the embolization coil to detach. The lantern mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, a ruby coil was partially deployed into the target vessel. However, while the physician continued to position the coil in and out of the vessel, it unintentionally detached. Therefore, the ruby coil was removed by removing the lantern delivery microcatheter (lantern) and the other manufacturer's diagnostic catheter. It was reported that the physician did not encounter resistance while positioning the ruby coil but felt the coil "snap". The procedure was then completed using additional new ruby coils and the same lantern. There was no report of an adverse effect to the patient.